Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to death.

Event description:
On (B)(6) 2018, the patient was implanted with an gore® excluder® aaa endoprosthesis and a conformable gore® tag® thoracic endoprostheses to treat a thoracic aortic dissection. The patient had tortuous anatomy. It was reported that prior to the implant of the conformable gore® tag® (tgu454515/(B)(4)), the patient had a bovine arch and the physician bypassed the right carotid artery to the left carotid artery and then to the left subclavian artery (lsa). The physician plugged the lsa and ligated the left carotid vertebral artery coming off the aortic arch. The physician confirmed through angiograph that the circle of willis was intact and the bypasses were patent. The physician then implanted a gore® contralateral leg endoprosthesis (plc21000/(B)(4)) into the innominate artery as a snorkel graft. The physician implanted the conformable gore® tag® (tgu454515/(B)(4)), by access through the brachiocephalic artery. While attempting to implant a second conformable gore® tag® (tgu454515/(B)(4)), there was difficulty getting the guidewire from the innominate artery into the ascending aorta. The guidewire would continue to be pulled out of the ascending aorta into the transverse aorta. The physician attempted for over an hour to get the guidewire into position to deliver the conformable gore® tag® device into deployment location. The conformable gore® tag® (tgu454515/(B)(4)) was not implanted in this case. The physician chose to abort the case and monitor the patient. The patient was stable and all grafts were patent. The physician did not want to perform an open repair due to a previous sternotomy. The patient was extubated later that evening. On (B)(6) 2018, the patient became bradycardic and coded. The patient expired. Due to family not wanting an autopsy, the cause of death is unknown.